Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and high impedances in the rv coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.